Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 66 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 67 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.

Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this.

Event description:
This report summarizes 65 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2022-00789 following the completion of an investigation.

Event description:
This report summarizes 66 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was evaluated and it was determined the device experienced litter difficult to raise/lower and a fluid leak that did not reach the floor, which are not reportable hazards.

Event description:
This report summarizes 66 malfunction events, where it was reported the devices experienced a fluid leak onto the floor. There was no patient involvement.